Manufacturer narrative:
Insulin pump was received with no button response due to flattened act and esc buttons dome switch. Inspected lcd connector and no unlocked connector noted. Insulin pump had detached end cap, cracked battery tube threads, cracked reservoir tube lip, minor scratched display window. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly and the drive support cap was pushed out. The customer¿s blood glucose was 14.9 mmol/l at the time of incident. No troubleshooting was performed. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.